Event description:
The customer alleges he drove the power chair into a car in his driveway and was injured requiring hospitalization. The customer sustained injuries to the shoulder, both knees, and ankle.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun. Should the product become available for evaluation, a follow up report will be submitted upon completion of investigation. Product not available for evaluation.